Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of this transcatheter bioprosthetic aortic valve, structural deterioration with non-structural dysfunction occurred. A transthoracic echocardiogram (tte) identified an increase of =2 grades of intra-prosthetic aortic regurgitation (ar) resulting in = severe ar. Patient symptoms were not reported. A valve revision occurred. During this procedure pre-dilatation of the pre-existing medtronic valve was performed with a 24 millimeter (mm) non-medtronic balloon. A non-medtronic transcatheter valve was successfully implanted valve-in-valve. During this procedure, two post dilatations were performed with a 24 mm non-medtronic balloon with none or trivial aortic regurgitation identified via procedural angiogram.